Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Although, it can be presumed, it was due to failure of board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The green led power light was on, but there was no image and no control possible. These problems were caused by a faulty printed circuit board. This board will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high-definition lcd monitor was not displaying an image, but the power button was lit up. According to the initial reporter, this issue was discovered during the unit¿s installation in the customer¿s workshop. The customer confirmed that this event did not result in any patient harm.